Event description:
Per the audiologist, the patient¿s performance has decreased in the right ear and no functionality in the left ear. Explant and reimplantation is planned, but had not taken place at the time of this report may 11, 2009. More information has been requested.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
A hospital in (B)(6) reported via a distributor that there was too much condensation in a breathing circuit. No patient consequence was reported.